Event description:
Healthcare professional reported through clinical study that the valve was explanted approx 85 months post implant due to structural valve dysfunction. The valve was not returned for analysis however a pathology report was sent.